Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump was reported in which a defective cassette sensor was identified during testing. This defect would prevent the pump from recognizing the cassette, resulting in an interruption of therapy. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log was reviewed and showed no entries related to the complaint. A 12-month service history review confirmed no prior service activity during this period. Visual inspection and functional testing were performed, during which cassette sensor issues were identified through the latch/lock test. The complaint was therefore confirmed. The probable cause was determined to be a defective latch/lock sensor.